Event description:
During routine testing of the device, the service tech reported that one of the potentiometers fell off the printed circuit board. The monitor was originally returned for failure to operate. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.